Event description:
Healthcare professional reported a xen®45 gts "advanced the xen under the scope to visualize prior to insertion, advancing felt more difficult than normal, and no stent advanced" before implantation. Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.